Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report number: 1627487-2014-21259. The patient received two leads. Model 3186 (device 2) is placed peripherally (off-label). It was reported the pt experienced a fall and has not felt stimulation since the incident. The pt attempted using a magnet last week to turn on stimulation to no avail. One of the lead diagnostics showed an invalid contact. X-rays did not reveal any lead, ipg or extension anomalies. Multiple reprogramming attempts were unsuccessful. Follow-up identified surgical intervention will be taken to address the issue.